Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red blisters on his back under the left therapy electrode. The patient consulted his nurse who used a cream on the irritation. Follow-up indicated that the irritation was doing better.